Manufacturer narrative:
(B)(4) - no product malfunction. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Surgeon stated lens was the wrong diopter size. Lens was removed, the incision was not enlarged and no suture was used. No patient injury. Reporter stated incident was due to surgeon error. A competitor's was implanted.